Event description:
The pt reproted two issues with their pump. The display blinks when a bolus is being delivered. The motor sound peaks, wanes, and changes during delivery. Pt's blood glucose levels have been erratic.